Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving bupivacaine and morphine, at what was thought to be 4mg/ml, doses not reported, via an implantable pump. The indication for use was spinal pain. The patient saw their healthcare provider on (B)(6) 2016. The patient¿s pump refill was due (B)(6) 2015. The patient stated they had an ¿empty reservoir code¿. The patient stated the reason for the missed refill was that they didn¿t realize this as it was the holidays, the healthcare providers offices were closed and so the patient made an appointment for the next available appointment.